Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that patient needed an MRI of their brain for their multiple sclerosis. Patient stated they have never used ins since it was put in and don't know what they are doing. Agent attempted to walk patient through using external equipment to connect to ins and access MRI mode, but patient kept seeing device not responding on their handset. Agent had patient reposition communicator multiple times, same message. Patient stated they are in the car and it is difficult to locate ins. Patient will call back when they are at home for further assistance connecting to ins and accessing MRI mode. Patient tried repositioning communicator multiple times again, still seeing device not responding on handset. Agent reviewed possible eos and redirected to healthcare provider (hcp) for assistance.